Manufacturer narrative:
(B)(6). Date of manufacture is currently unavailable.. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during a spinal fusion procedure, it was discovered that two attachment devices were not working properly. According to the report, one attachment device had broken in two and the top had come away while the second attachment device was difficult to load and insert the burr. There was a three minute delay in the surgical procedure and a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.